Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the occurrence of b30 (scope communication error), the presence of foreign objects in the air/water tube, contamination of the light guide cover glass, and dirt observed on the light guide rod. A root cause could not be identified. Based on the investigation results, the b30 (scope communication error) was attributed to corrosion on the plug unit, and water leakage resulted in contamination of the light guide cover glass. However, the cause of the foreign objects found in the air/water tube and the dirt observed on the light guide rod could not be established. Date of event is unknown. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope displayed error codes e229, e228, and e226. The event occurred during reprocessing. There were no reports of patient involvement.